Event description:
The initial attorney report alleged infection. The following is based on the medical records provided by the pt: (B)(6) 2004, implant of composix kugel mesh for ventral incisional hernia repair. On (B)(6) 2004, pt developed an infected hematoma and abscess. Composix kugel mesh was explanted, and a non-bard mesh was implanted. On (B)(6) 2004, laparotomy with wound washout and debridement. On (B)(6) 2004, admitted for persistent abdominal infection and excision of infected non-bard mesh. On (B)(6) 2004, pt underwent implant of two composix kugel mesh for ventral incision hernia repair. On (B)(6) 2004, pt underwent enterolysis and removal of "infected abdominal wall mesh", and implant of a non-bard mesh for ventral hernia repair. On (B)(6) 2005, debridement and evacuation of abdominal wall hematoma secondary to an open abdominal wound with recurrent hernia and a chronic non-closing sinus tract. A composix e/x mesh was placed to facilitate recovery of the abdominal domain. On (B)(6) 2005, excision of composix e/x mesh to allow for primary closure of fascia.

Manufacturer narrative:
Initially, one event was previously reported. However, review of the medical records showed there to be add'l implants and postoperative events. Based on the info provided. No definitive conclusion can be made. This is a morbidly obese pt with diabetes who has a history of wound healing difficulty and recurrent hernias. The medical records indicate that one year following the composix e/x mesh explant the pt developed another recurrence. There was a discussion of another bard implant; however, a consultation note demonstrates that the md was concerned with the pt's weight gain and because of prior complications involving hernia repair he was reluctant to proceed. There is no info in the medical records provided indicating that any of the bard mesh implants were defective. It appears based on the dr's motes, the pt's co morbid state including morbid obesity, contributed to the recurrence of the hernia. There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. If add'l event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00618 for info related to the composix kugel mesh implanted on (B)(6) 2004. See MDR 1213643-2012-00617 for info related to the composix kugel mesh implanted on (B)(6) 2004. See MDR 1213643-2012-00354 for info related to the other composix kugel mesh implanted on (B)(6) 2004.